Event description:
When assessing and administering night medications for patient, I saw the kangaroo pump showed a "rotator error" and red light. I opened the tube connector and the feeding tube was broken. After getting new tubing, the pump showed the patient still needed 245 ml of 250 ml of his 1800 bolus tube feed. I continued the 1800 feed at 2130.